Event description:
It was reported that the atrial lead exhibited noise. The lead was capped and replaced. The patient experienced no complications after the procedure.

Manufacturer narrative:
(B)(4).